Event description:
It was reported the patient with this artificial urinary sphincter (aus) presented with urinary incontinence due to the device not working as intended. The aus was replaced, and there were no additional patient complications reported.